Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: na, batch: 6539762. Primary unique device identification (UDI) number: the unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that the patient reported ineffective stimulation with the system auto-reducing. Surgical intervention may take place in the future to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Correction: d10. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that high impedances were found on both leads as a result, surgical intervention was undertaken on (B)(6) 2026, where in the leads were removed and replaced to address the issue.